Event description:
It was reported that: "cup was taken out due to loosening, had to be replaced. No x-rays available and old implants were given to pt. Dr. Gave no reason for loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then it will be submitted in a supplemental report.